Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was awakened by an urgent low alarm, and the cgm value was 40 mg/dl. Although he did not experience any symptoms, he self-treated the low values by eating a cookie and dinner. An hour later the cgm values had not changed, so he went to the hospital where the bg finger stick was 220 mg/dl and the cgm was 67 mg/dl. The patient was treated with 2 units of regular insulin and discharged in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.